Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(6). Manufacturing date: july 15, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: a visual inspection under 5x magnification, functional test, drawing review, and dimensional analysis were performed as part of this investigation. A definitive root cause cannot be identified with the limited complaint details. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. The device was returned in worn condition with hammer marks evident throughout the shaft. Most of the distal threads were also flattened. Relevant measurements could not be taken due to the condition of the returned device; however it is unlikely that the design contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that parts were detected as damaged during internal inspection of loaner kits. Reportedly there was no patient or procedure involvement. This report is for a hammer guide which reportedly was damaged. When the device was received, it was noted that the threads were stripped. This report is for (B)(4).